Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support that an ultrafiltration (uf) pump alarm occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. When the alarm sounded, the uf pump turned off. The alarm went off with approximately thirty minutes remaining in the patient¿s treatment. Follow-up with a registered nurse (rn) from the facility revealed they were unable to clear the alarm. Meanwhile, the blood pump continued to run. As a result, they decided to mute the alarm and continue the treatment. The patient reportedly completed their treatment on the machine; however, the patient¿s uf goal was not reached. The patient¿s pre-treatment and post-treatment weights were 72 kg and 73 kg, respectively. The rn confirmed the patient did not have any complaints or symptoms during or after their treatment. There were no adverse effects experienced as a result of the reported event, and no medical intervention was needed. Furthermore, the patient did not require additional treatment. Following the treatment, the machine was pulled from service for evaluation. The facility¿s biomed replaced the uf pump, but the uf pump alarm continued to go off. The biomed then replaced the actuator board, as advised to do by technical support, and this resolved the reported issue. The machine was returned to service and there have been no further problems. The replaced parts were discarded; no sample was available to be returned for evaluation.